Event description:
On 04-apr-2025, the user was hospitalized following a low blood glucose (bg) event. Ems was called by school staff, and a fingerstick bg was 47 mg/dl with dexcom g7 cgm reading low. Correction included juice, snacks, and ems-administered dextrose. Symptoms included nausea, headache, and increased heart rate. Ems transported the user to the hospital, and the user was admitted. Multiple attempts by beta bionics to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.